Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the unit failed to autofill and displayed a "low vacuum" alarm message. The pt was placed on another unit and therapy was initiated.